Manufacturer narrative:
The product was discarded; therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 30097675l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a male patient of around (B)(6) (weighing around (B)(6)) underwent an ablation procedure for persistent atrial fibrillation with an thermocool® smart touch® sf uni-directional navigation catheter and cardiac tamponade requiring pericardiocentesis. During the ablation phase, a steam pop occurred at the left lateral side in the left atrium (la). Cardiac tamponade was confirmed, which is believed to have happened during the mapping phase wherein no ablation had been performed at the time of injury. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. The patient¿s blood pressure and the breathing of the patient were in stable condition after pericardial puncture. Extended hospitalization was required as a result of the adverse event. Patient¿s outcome is recovered. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. The generator was used in power control mode with a temperature cut-off at 40 degrees celsius and a power cut-off at 60 watts. The flow was set at 20 ml/min. The parameters noted during the procedure included temperature of 30 degrees celsius, impedance of 165 ohms and power of 60 watts. The length of the ablation cycle when the pop was observed at the same tip position was 10 seconds. No error messages were observed on any bwi equipment during the case. Anticoagulant (unspecified) was administered with activated clotting time set at 300 ¿ 350 per second. Transseptal puncture was performed with a brk "transepal" needle (no 407200, 71cm) along with a st. Jude medical agilis nxt, 8,5 french, 71 cm sheath. The thermocool® smart touch® sf uni-directional navigation catheter was not in close proximity to another catheter. The catheter was zeroed after the initial warm up phase post catheter connection. The shaft proximity index (spi) was 5-40gr., and the carto 3 system did not indicate for the catheter to be re-zeroed.

Manufacturer narrative:
On (B)(6)2019 , additional information was received clarifying that the adverse event occurred during the ablation phase and not "during the mapping phase wherein no ablation had been performed at the time of injury." As previously reported. Manufacturer's ref # (B)(4).